Event description:
Through journal article "#493 anaplastic large cell lymphoma associated with breast implant in a pregnant patient: case report" a 36 year old pregnant patient was diagnosed with bia-alcl against the left side. "Aspiration of the fluid around the implant" tested positive for cd30." The biopsy additionally showed periprosthetic fluid as alk negative. MRI of chest showed "seromas on the periphery of breast implants, absence of other pathological formations and stage ia according to the tnm classification. Surgical treatment with explantation of endoprosthesis was performed.

Manufacturer narrative:
The reported events of seroma and lymphoma - alcl - confirmed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: seroma and lymphoma - alcl - confirmed. Article citation: dikareva, elena, et al. "#493 anaplastic large cell lymphoma associated with breast implant in a pregnant patient: case report." International journal of gynecologic cancer, volume 33, issue suppl. 3, 2023;33:a209-a210., https://doi.org/10.1136/ijgc-2023-esgo.432